Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient dob and weight not provided for reporting. Date of event: unknown. Original implant date was about six to eight (6-8) months prior to the nonunion repair. This report is for an unknown plates: 4.5 mm valcp cond/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a surgery to repair a fibrous nonunion caused on the medial side of the implant on (B)(6) 2018. The patient was initially implanted with one (1) 4.5 mm variable angle (va) locking compression plate (lcp) curved condular plate, four (4) proximal cortex screws and five (5) distal locking screws on an unknown date about six to eight (6-8) months prior to the nonunion repair. The nonunion was identified during a post-operative follow-up with the help of x-rays. The nonunion was up to bleeding margins, to which the surgeon added medial support fixation with a 3.5 mm recon plate, worked on the nonunion site using a ronguer (device to cut tissue) and applied bone graft to the non-union site which constituted of a reamer/irrigator/aspirator graft (ria), demineralized bone matric (dbx) and vivigen cells. The surgeon believes that the nonunion was caused because these synthes periarticular plates are very stiff and thick. None of the implants were removed or revised and the surgeon closed the patient up once the nonunion had been repaired. All parts were observed to be intact. The repair of nonunion was successfully completed without any complications and the patient was reported to be in stable condition. This complaint involves three (3) device. This report is 1 of 3 for (B)(4).